Event description:
It was reported that the iab had been in use for approx 50 hrs when the pump experienced alarms. The physician tried to remove the iab but was unable to because of a thrombus. As a result of this, the iab had to be surgically removed. There were no add'l pt complications.